Event description:
The initial reporter received a questionable ca2 calcium gen.2 result for one patient sample tested on the cobas 6000 c501 (ul) v. The initial result was reported outside of the laboratory. The patient was sent to the emergency room (ER) based on the initial low result and a new patient sample was collected after a few hours. The reporter was then asked to rerun the initial sample. On (B)(6) 2022, the initial result of the initial sample was 7.3 mg/dl. The result of the new sample was 9.3 mg/dl. On (B)(6) 2022, the repeat result of the initial sample was 9.6 mg/dl.  The repeat result was deemed to be correct.  The reagent lot number is 65153701 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The field service engineer (fse) inspected the module and found the nozzle tip to be out of alignment and the sample probe to be defective. He then adjusted the nozzle tip and replaced the sample probe. He performed a 21-point precision run with successful results.

Manufacturer narrative:
After service, the customer's calibration and qc recovered with range. The last calibration performed on 27-sep-2022 was within specifications. The qc recovery was provided, but the customer's target means and qc were not provided. The customer stated that their qc recovery was acceptable. The alarm trace contained "abnormal probe sucking" and "abnormal sample aspiration" errors. These are indicators of possible poor sample quality. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.